Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in (B)(4) reported to biomérieux that they have obtained discrepant results with potential misidentification with the product vitek ms instrument (ref. (B)(4), serial number (B)(4)) regarding the strain isolate 61030. This complaint is related to the complaint (B)(4) (same customer, same equipment, same issue, isolate 6930). It was reported that two strains have been tested with vitek ms and the results were as follows: isolate 61030 tested on 12-jan-2022: initial test-retest result: shingobacterium / paenibacillus. Isolate 6930 tested on 27-jan-2022: initial test-retest result: shingobacterium microbacterium/ paenibacillus. Expected result = unknown as no reference ID method was performed. The customer didn¿t provide the expected result. It is understood that a potential misidentification is suspected. There is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. An investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in canada that they obtained discrepant results with potential misidentification with the product vitek ms instrument (ref. 410895, serial number (B)(6)) regarding the strain isolate 61030. There were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Investigation: complaint analysis: as of the date of investigation, no other complaints have been recorded for paenibacillus glucanolyticus isolate being misidentified as sphingobacterium multivorum. Fine tuning: according to the vilink alert tool criteria, the fine tuning status was at the limit during the tests made on 12 jan 2022, but no fine tuning was needed during the tests made on 27 jan 2022. During the analysis of the spot quality preparation, it has been observed that the calibrator ¿all peaks¿ values were heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator¿). It could explain that the curves of the two graphs above are near the limit. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review the expected identification is unknown because no reference method was performed. Sample data analysis analysis of mzml sample files show that number of all peaks are heterogeneous during the issue (between 74 to 138). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). Further investigation on the strain is needed in order to determine the cause of the issue and confirm the strain identification. However, the customer has not responded nor submitted their strain to biomérieux for confirmation. Conclusion: root cause of the customer's issue remains unknown. Further information from the customer or some of their isolate to test is necessary for further investigation.